Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 31 mg/dl at the of the incident. Customer¿s recent blood glucose level was 135 mg/dl and sensor glucose level was 108 mg/dl. Customer reported that insulin delivery kept on suspending. Customer was treated with coke for low blood glucose. Customer stated that the sensor kept on updating and it was not calibrating. Troubleshooting was declined by customer. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.